Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. No under delivery/over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was also monitored for 2 days. No unexpected pump alarms/pump errors noted. Device had minor scratched display window, cracked case at display window corner and a scratched reservoir tube window. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08700 inches. No under delivery/over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Unit was also monitored for 2 days. No unexpected pump alarms/pump errors noted. Unit had minor scratched display window, cracked case at display window corner and a scratched reservoir tube window.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 516 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer report the insulin pump had no delivery alarm. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump and insulin drip. The customer declined troubleshooting. The product will be returned for analysis.